Event description:
Patient hears noises from implanted intrathecal pump. Contacted medtronic representative. I did not receive any written clarification what the noises are or if pump is malfunctioning.